Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the cgm error did not recur, and the caller was advised to wait 20 minutes to start their sensor session, which they understood and acknowledged.